Event description:
Reporter alleged blood glucose measured 67 mg/dl back to back with a result of 150 mg/dl when testing was performed one immediately after the other. Customer stated feeling low glucose symptoms at the time so self treated with candy as a result. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent. Reportedly customer no longer has the alleged strips or meter therefore no product will be returned for evaluation.